Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿a new total knee arthroplasty design has significantly better early implant survivorship than a previous gold-standard design--a retrospective analysis of 1,000 cases¿ written by benjamin v. Bloch, bsc (hons), mbbs, frcs (tr&orth), et al, published in the journal of knee surgery, 11 november 2018, was reviewed. The purpose of the study was to see whether the introduction of a new tka prosthesis an effect on early revision or reoperation rates had compared with a previous prosthesis. Products used: attune, depuy and pfc sigma, depuy. The author¿s retrospectively analyzed data on the first 500 consecutive new tka¿s implanted between december 2011 and july 2015; as well as data for the last 500 ca-tka¿s implanted between december 2008 and april 2015 as the comparator group. At a minimum of two-years¿ follow-up (and up to five years¿ follow-up), two new tka¿s have been revised. One was revised for infection at three years and the other was revised at four and a half years for aseptic loosening of all three components. Reoperations in the new-tka group include three secondary patellar resurfacing (all posterior stabilized, ps, femoral designs), one debridement, antibiotic and implant retention (dair) procedure for infection, and four patients that underwent manipulation under anesthesia (mua) for stiffness, with one patient requiring three mua¿s. In the ca-tka group, there were 11 revisions. Five were for infection, one for aseptic loosening of both femur and tibial components, one for a periprosthetic fracture, and the remaining four were for pain or instability. A total of five reoperations were observed; three patients required an mua, one an open arthrolysis, and one patient¿s knee was explored for removal of an impinging osteophyte.